Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the protective sheath was difficult to remove from the nc trek balloon dilatation catheter. The device was set aside and not used. There was no patient involvement. There was no additional information provided regarding this device issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from returning to not returned (discarded). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty removing the protective sheath appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.